Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocars leak continually and are not self-sealing. Additional information and product sample have been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 37 other complaints associated with the lots for the reported issue. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. The reported lot for this complaint includes affected manufacturing lots. A non-safety medical device correction was completed and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations provided. (B)(4).